Event description:
The customer reported that his insulin pump was repeatedly saying battery dead with six different batteries. The failed battery test alarm was cleared. No damage was found in the battery compartment or on the spring. Nothing further was reoprted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information will be included in this report. Customer called back on (B)(6) 2014 and reported, he was unable to get the device to work. The insulin pump continued to alarm failed battery test. Customer stated he was unable to clear the alerts or press any of the buttons for bolus. Customer agreed to return the device for analysis. See medwatch report 3004209178-2014-87137 for report in regards to button error.